Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI = (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 a speedband superview super 7 device was used in the common bile duct during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. There was no visual issue was observed with the irrigation tube. The crimp was present on the trip wire. A visual examination of the ligator head found all seven bands present. The ligator head teeth were noted to be bent and the suture was broken. It was noticed that the trip wire was rolled and there was no evidence that it was secured in the handle assembly slot. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on august 02, 2016 a speedband superview super 7 device was used in the common bile duct during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.